Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer stated that she was driving and heard the pump alarm. Customer had a no delivery alarm this morning while priming the pump. Customer rewound the pump twice and was able to clear the alarm. Customer stated that about 6 weeks ago, the pump hit the tile floor in the bathroom and had a cracked screen. It was explained that the alarm may be caused by viewing the sensor glucose graph while the pump was delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.